Event description:
It was reported that the plastic part came off from the seal during implantation. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the retainer separating is confirmed and was determined to be use related. One crescent moveable post statlock dressing with a non-bd catheter locked inside it was returned for evaluation. During the investigation it was found that excessive force on the components of the returned sample were applied either during use or removal. The broken sections of the retainer contained a striated pattern typical of mechanical stress on the material. Adhesive remnants on the underside of the sample indicate a seal between the retainer and the dressing. The dressing portion was not returned. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that the plastic part came off from the seal during implantation. There was no reported patient injury. No other information was provided.